Event description:
It was reported that during the replacement procedure, the guidewire got stuck inside of the left ventricular (lv) lead. It was noted that the physician pulled on the guidewire very hard and was unable to remove it. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).